Event description:
It was reported that the cvp pressure measurement value dropped inicu. Customer increased the load with fluid administration, then patient experienced cardiac tamponade. Customer considered it was due to the drain tip being against the intrathoracic wall and cvp measurement value not going up when supposed. Device was used with an edwards lifesciences disposable pressure transducer, model no.500479006, MDR #2015691-2009-11026.

Manufacturer narrative:
Customer report was not confirmed. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance ii monitors. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 mins. No visible damage to catheter body. Also returned was an edwards lifesciences disposable pressure transducer MDR #2015691-2009-11026, no defect was found with the disposable pressure transducer.